Manufacturer narrative:
Submit date: 10/5/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states prior to use on a patient, a crack was found on the catheter 10cm from the titanium adaptor. There was no patient involvement.

Manufacturer narrative:
Submit date (B)(6) 2016. The manufacturing lot number associated with this complaint was not provided and therefore it was not possible to perform a device history record (DHR) review. All dhrs are reviewed for accuracy prior to product release. A sample was received for investigation. The sample consisted of a section of a pd catheter; the catheter came with a transfer set. The catheter presented signs of use (dirt and cut). A visual inspection was performed and no defects were found. Functional testing was performed and the catheter did not present any defects. The catheter was measured in order to confirm the condition; however the catheter did not leak on the area mentioned in the reported event. A possible cause is that the customer identified one of the catheter perforations during examination and considered this as a crack. This condition is not confirmed to be manufacturing related. No further actions are required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.